Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery (cfa) with heavy calcification and the superficial femoral artery (sfa). The emboshield nav 6 embolic protection system (eps) was deployed with a viperwire and used in the procedure. Upon retrieval, the filter was able to be collapsed but only halfway due to too much debris and the wire, catheter and filter could not be pulled in the 6french (f) sheath. Forward force on the catheter was applied. The wire was pulled backwards and removed but the distal tip snapped off. Attempted to aspirate the tip but unsuccessful. Fluoroscopy showed the tip started traveling and lodged in the anterior tibial (at). The physician was able to wire the at and a non-abbott stent was implanted to embed the separated tip on the wall of the vessel. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem and difficulty removing could not be confirmed as it was based on circumstances of the procedure. A tip separation was not confirmed; however, a separation of the distal end of the filtration membrane was noted and likely the intended damage being reported. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, the reported difficulties were related to circumstances of the procedure. It is likely that the reported retraction problem and difficulty removing was due to an excessive embolic load. Additionally, with the filter only being able to partially collapse into the retrieval catheter due to the excessive load, it is likely that the noted separation of the filtration element occurred due to interaction with the anatomy and/or associated devices during removal resulting in unexpected medical intervention to embed the separated material to the wall of the vessel with a non-abbott stent. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if failing to use the barewire filter delivery wire caused or contributed to the difficulties; therefore, a letter will not be requested. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.